Manufacturer narrative:
H3: the pump was returned and analysis identified residue in the motor gear train. The catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Continuation of d11: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 25-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving gablofen (2,000 mcg/ml, 432.1 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient was in for a planned pump replacement surgery due to approaching elective replacement indicator (eri) . The hcp attempted to aspirate the catheter through the sutureless connector, but was unable to. The hcp then cut the spinal segment portion of the catheter approximately 1.5 cm from the connector. At that point, the catheter flowed spontaneously and was able to be aspirated. A new pump segment was then attached and connected to the new pump. There were no symptoms / issues observed in the patient or their implanted symptom prior to surgery. Visual inspection by the hcp during the procedure did not reveal any notable issues. The issue was resolved at the time of this report.